Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow, once the analysis has been completed. No conclusion can be drawn at this time. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank, because the information is currently, unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported, to medtronic minimed. That the customer, experienced hypoglycemia with no alleged device deficiency on the pump. The customer reported, blood glucose value of 32 mg/dl. The event involved product(s) unk_sensor, unomedical, mmt-1880,mmt-332a. Troubleshooting was performed. And it was unknown, whether the customer had been using the insulin pump within 48 hours of the reported event. And unknown, whether the auto mode feature was active at the time of the event. The customer would discontinue the use of the pump. No product return is required for unk_sensor, no product return is required for unomedical, no product return is required for mmt-332a. Product mmt-1880 will be return for analysis.

Manufacturer narrative:
Additional information has been added which was not included with the initial report. The information has been provided in section h7 and h9 with this report. Pump was received with a critical pump error (open book image) alarm. Unable to perform the functional tests, including the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test, displacement test and dat due to critical pump error (open book image) alarm. Successfully downloaded pump traces and history file using thump. Unable to upload pump to carelink due to a critical pump error (open book image) alarm. There were no fatal critical alarms, or three consecutive critical handling alarms found in the formatted history file. However, critical pump error (open book image) alarm triggered by multiple consecutive pump error 63 alarms on 08/03/2024 20:34:27.000 and (twice) on 08/03/2024 20:34:38.000 and 08/03/2024 20:34:35.000 according in the error log file/detailed trace file/diagnostic trace file. As per global logic analysis (esf#: (B)(4)), pump error 63 alarms (twi) (line number 147 file number 2017), suspected on hw. Please see below for the date range listed in the formatted history file. The formatted history file lists data from 04/09/2023 and 08/03/2024. There was no data available to verify unexpected alarm(s)/suspends and bolus/basal delivery for the event date of 04-aug-2024. Please see below for pump error(s)/alarm(s) noted 1 week prior surrounding the date of 03-aug-2024 listed in the formatted history file.  Insert battery alarm was found failed battery alert/battery failed alarm was found pump error 68 alarm was found, pump error 49 alarm was found. Power management graph was successfully generated. The power management tool confirmed the unloaded voltage (ul vlith) and loaded voltage (loaded vlith) were within spec range. Insert battery alarm was expected since the battery was removed from the pump. Upon checking on the power data/detail trace file, failed battery alert/battery failed alarm was expected due to pump battery does not have enough power. The customer had used a no power/depleted battery. Pump error 68 alarm and pump error 49 alarm were expected since the pump restarted due to pump error 61 (stuck key alarm). Unable to test for failed battery alert/battery failed alarm, pump error 68 alarm and pump error 49 alarm due to critical pump error (open book image) alarm. Failed battery alert/battery failed alarm, pump error 68 alarm and pump error 49 alarm were unknown. Pump error 61 (stuck key alarm) was found unable to test for pump error 61 (stuck key alarm) due to critical pump error (open book image) alarm. Pump error 61 (stuck key alarm) was unknown. Pump was cut open to perform visual inspection and found corrosion on the pcba 1 and pcba 2. No corrosion or moisture damage found on the force sensor, motor and vibrator assembly noted. Force sensor zero offset within specification (23.25 mv). The pump was received with the original battery cap with a loose metal contact due to a broken three heat stake post. The pump was received without a battery installed. The test p-cap locks properly into the reservoir compartment; however, a cracked retainer and a retainer knit line damage were noted during testing. The following were noted during visual inspection: a cracked keypad overlay, a scratched case, a serial number label fading and a end cap address label missing. Retainer ring damage (a cracked retainer and a retainer knit line damage) was confirmed. Unable to verify customer alleged for high bgs/low bgs. Unable to upload pump to carelink and perform the required testing due to a critical pump error (open book image) alarm. Critical pump error (open book image) alarm confirmed due to multiple consecutive pump error 63 alarms. Critical pump error (open book image) alarm and pump error 63 alarm due to corrosion on the pcba 1 and pcba 2. Battery cap contact missing/damaged was confirmed. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.